Event description:
It was reported that the tip of the drill tap broke off during surgery. During a post-op CT it was found that the tip was in the paraspinal muscle. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.